Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their bandage come off and had blood everywhere because they toss and turn in their sleep. The patient also stated that they were feeling sore where the incision site was. Additional information reported that on (B)(6) 2016 at 10:40 pm they had a very strong urgency to void and could not but at 4:30 am they did void but had to strain and felt like they may have had a urinary tract infection.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.